Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable, grip open, at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the complaint was frayed cable. Fa found that the cable was broken not frayed. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire from the proximal clevis hole. For clarification, fa found the conductor wire to be broken with wires exposed still attached to yaw pulley. No insulation was found on the expose wires broken from the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the broken cables was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement.